Event description:
(B)(4). It was reported via medwatch report number: (B)(4) that as a result of having the product implanted, the patient reports experiencing dyspareunia, mesh erosion, urinary tract infection, fistula and add'l surgery. Associated MDR: 1018233-2013-02770. Reference voluntary report: (B)(4).

Manufacturer narrative:
The product family for this women's healthcare product is unk, therefore, we are unable to determine the associated labeling and (B)(4) to review. Although the product family is unk, the women health product IFU's are found to be adequate based on past reviews.